Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and tandem wall adapter resulting in the pump shutting down. Customer¿s blood glucose (bg) level was 625 mg/dl. A correction bolus via the pump was delivered and customer administered a manual insulin injection to address elevated bg. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.